Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. During hospitalization, the blood glucose reading was over 500 mg/dl. During the troubleshooting the insulin pump passed all tests. Customer stated she had issues with the insulin pump, and controlling high blood glucose level. The blood glucose reading was 329 mg/dl. Nothing further reported.